Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting. Reportedly, the customer reverted to an alternate method of insulin therapy.